Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. The charge-coupled device unit was found to be faulty, but the root cause is unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ lines across the screen¿ was confirmed due to a faulty charge-coupled device (ccd. In addition, color bars with an e315 were observed. The unit¿s cable was inspected and found cut. The cause of the unit¿s internal and cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, lines were observed across the screen. It is unknown if the intended procedure was completed. There was no patient injury reported.